Event description:
The explanted devices were returned to the manufacturer for analysis and product information was obtained. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. There was no indication from the device that an end of service condition existed. Analysis of the returned lead portion is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance (dc dc ¿ 7). The device was retested with the same results. The last normal diagnostic results were six months prior to this office visit. X-rays were taken and the images showed the lead tangle approximately 8cm from the patient¿s generator that was approximately 2cm in diameter. Patient manipulation is not believed to have caused or contributed to the high impedance. The patient was referred for surgery but no known interventions have occurred to date.

Manufacturer narrative:
Brand name; corrected data: product information was received.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted generator and lead have not been returned to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned lead portion was completed. Note that a large portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The slice marks and abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. Except for the abraded opening in the outer tubing, there were no observed product related issues with the returned lead portion.